Event description:
It was reported that during a generator change procedure, the right ventricular lead suffered an insulation break. The reason that caused the insulation break during the procedure was not clear. There was noise on the lead and the device exhibited shorter battery life. The lead was capped and replaced. Due to fear of electrocautery conducting the lead, further dissection was not attempted and the physician elected to implant a new device on the right side. Patient was stable.

Manufacturer narrative:
Correction: concomitant product was missed in the previous report. This report notes the concomitant product along with therapy date.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. Analysis of device image indicated backup mode was triggered consistent with code corruption due to battery being at end of service level. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.